Event description:
It was reported to boston scientific corporation that an endovive safety peg kits push method was used during a peg placement procedure. According to the complainant, during the procedure, the wire would not go all the way through the tube. Another endovive safety peg kits push method was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.